Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to g1 (contact office email), h2, h6, and h11. The device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. Based on the results of the investigation and the additional information received, the issue was resolved after cleaning and reconnecting the connector. It is therefore likely to have been a temporary contact failure, similar to that observed with the e315 scope communication error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by the customer.

Event description:
It was reported that during an endoscopy examination an unknown device displayed an endoscope connection error. The procedure was completed with the same unknown device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.